Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015 to claim no audio output on (B)(6) 2015. The distributor stated that the receiver only vibrates, the sound didn't work with any profile. The patient has checked the settings and everything seems to be ok. Moreover, sometimes the patient noticed that she was in hypoglycemia: for example, in the morning she had an hypo at 50 mg/dl and the alarm for hypo was set at 70 but neither sound nor vibration had notified the low bg. There was no report any injury or medical intervention. No additional event or patient information is available.